Event description:
It was reported the customer was experiencing high blood glucose. Customer's husband stated only tiny drops of insulin came out when he had attempted a bolus delivery for the customer. The husband believed there was a delivery anomaly on the customer's insulin pump as 3.5 units of insulin should be more than few drops. Troubleshooting found the customer did not connect both sets of tubing for the sure-t when priming. The husband also reported a hospitalization event for the customer's high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 500 mg/dl. The husband stated the customer had been hospitalized since (B)(6) 2014 for a non-diabetes related incident. Troubleshooting did not find any issues with the customer's insulin pump. However, the husband mentioned the customer may have exposed the insulin pump to a catscan. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.